Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging a onetouch verioiq meter was displaying an unknown error message and the meter was "not reading the strip correctly". This complaint was classified using the documentation from the customer care advocate (cca). The patient reported prior to the start of the alleged issue, she developed symptoms of feeling "dizzy, light headed, nausea." The patient reported she used a combination of insulin and pills (unknown type or dose) to manage her diabetes. It is unknown if the patient made any changes to her normal diabetes management routine. The patient denied receiving any treatment in response to her symptoms. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. There is no indication that the product caused or contributed to an adverse event. The patient's reported symptoms do not meet lfs' criteria for a serious injury. There were no blood glucose readings, symptoms or treatment reported which suggest an acute complication of diabetes occurred. However this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting by the cca.